Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device part #03.010.523, lot #9310183: manufacturing location: bettlach, manufacturing date: 15.mar.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell from a standing height and sustained a subtrochanteric femur fracture. She was treated with trochanteric fixation nail advance (tfna) construct on (B)(6) 2016. During the procedure, while implanting the nail, the driving cap threads broke off inside the insertion handle and the threads were stuck in the handle. There were no fragments. The surgeon was able to fully insert the nail and complete the procedure successfully. A surgical delay of 15-30 seconds was noted. No adverse events were reported against the patient. Concomitant devices reported: tfn nail (part # unknown, lot # unknown, quantity 1); insertion handle (part #03.037.011, lot #9599831, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
N/a

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. During the procedure, while implanting the nail, the driving cap threads broke off inside the insertion handle and the threads were stuck in the handle. The returned driving cap was confirmed to be broken at the threads. The broken threaded portion of the device was retained inside the insertion handle. The broken piece was removed from the insertion handle during investigation. The broken piece is approximately 13.9mm in length. (Measurements taken using calipers ca210p). A visual inspection, drawing review and DHR review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The exact cause of the complaint cannot be determined, but it was likely a combination of wear coupled with excessive/off angle hammer blows during use. There were no issues noted with the returned concomitant insertion handle. The returned concomitant device in this complaint record shows no evidence of having contributed to the event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.